Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system not booting. Review of the log file was not able to confirm the malfunction. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed defect in the flexspot pc by placing the flexspot hard drive into a different bay the system. Fse replaced the flex viewing pc and uploaded backup to system. The defective flexviewing pc was returned for failure analysis and confirmed that the failure mode was due to faulty hdd bay. Fse replaced flex vision pc. After the replacement of flexviewing pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the flexviewing pc which returned the device to expected functionality.